Event description:
Patient with traumatic brain injury had bilateral soft wrist restraints applied to prevent pulling at life sustaining tubes/lines. Nurse reported that the patient was agitated and ripped through the "economy limb holder." The ring that holds the strap ripped off of the restraint allowing the patient to pull out an IV. The nurse was near to the patient at the time and was able to reach the patient before the patient could self-extubate. The IV was reinserted with no harm to the patient. The wrist restraint was bagged up and sent to the quality department.